Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up. A philips representative evaluated the unit. Replacing the optical switch resolved the reported issue.

Event description:
The customer reported the unit failed to power up.